Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported that the customer received emergency medical assistance twice due to low blood glucose with blood glucose of 28 mg/dl at the time of the incident. The was also having issues with pump upload. The customer was given intravenous glucose and a glucagon shot to treat. The customer experienced symptoms such as unresponsiveness and a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.